Manufacturer narrative:
Concomitant products: product ID 37713, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 748966, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 748966, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 74002, lot # n354737, implanted: (B)(6) 2013, product type adapter; product ID 3998, lot # v086942, implanted: (B)(6) 2008, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 7427, serial # (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator; product ID 7427, serial # (B)(4), implanted: (B)(6) 2000, product type implantable neurostimulator; product ID 3272-51, serial # (B)(4), implanted: (B)(6) 1999, product type receiver. (B)(4).

Event description:
It was reported that the patient was very happy with his therapy and it was doing its job; however, it was driving him crazy because of a ¿buzz¿ that had been going through his body which was getting irritating and had gotten worse and started to bother him more after his last surgery on (B)(6) 2013. It was noted that initially the patient stated it had been 15 years but then stated it had always been there but gotten worse/started to both him more after his last surgery on (B)(6) 2013. He was also experiencing the buzzing feeling in his head. The patient also stated the reason he had a new device implanted on (B)(6) 2013 was because he discussed the buzzing with his physician and they decided to put a new unit in. The patient was trying to get out of going to see a psychologist/psychiatrist. For the past year prior to the report he couldn¿t run it as high anymore because it was buzzing like a bee buzzing in his ear/head. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.